Manufacturer narrative:
Additional information: h4 device manufacture date was added. The device history record (DHR) was reviewed showing that manufacturing and inspection of the product was performed as per applicable procedures and validated processes. A sample analysis could not be performed because no photo nor sample was available for evaluation. The reported condition could not be confirmed. The affected component is produced by an external supplier. Due to similar cases presented in the past, a corrective and preventative action (CAPA) and a supplier corrective action (scar) was opened to investigate this issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) was reviewed showing no discrepancy. One sample was received for evaluation. A visual inspection and functional testing were performed detecting a leak in the lower part of the balloon. The reported condition was confirmed. The affected component is produced by an external supplier. Based on the historical review, a supplier corrective action was opened to further investigate this issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the device was installed correctly on (B)(6) 2023 and broke (burst) on (B)(6) 2023.